Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer replace all system reagents and the na electrode. Ise checks were performed and the system appeared to be fine. The field service engineer inspected the system and checked the calibration data; all results looked good.

Event description:
The initial reporter stated patient results for ise indirect na for gen.2 dropped by 5 mmol/l on the cobas 8000 ise module starting in the morning until the afternoon. Patient samples were repeated on a second analyzer and the results were higher. The customer provided examples of two patient samples with discrepant na results. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The first sample initially resulted in a na value of 123 mmol/l and it repeated as 130 mmol/l. The second sample initially resulted in a na value of 129 mmol/l and it repeated as 136 mmol/l. The na electrode lot number and expiration date were requested, but not provided.